Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2023-04286 and 1627487-2023-03269. It was reported that an infection developed at the patient's ipg site and the extensions became disconnected from the leads. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's ipg and extensions were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.